Event description:
Medtronic received a report that solitaire fr stent encountered resistance in the phenom microcatheter. It was reported that the res istance was felt inside the catheter during preparation and felt at the proximal part of the catheter, the stent was changed to a non-medtronic device. It was also reported that the stent properly pushed out of the sheath. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the resistance occurred during the operation but before use. The patient was undergoing treatment for a cerebral infarction, but the main symptoms have not been confirmed. Vessel tortuosity was moderate. The patient¿s post-thrombectomy¿condition: tici 2 b. There was no symptom impact to the patient in relation to the resistance issue. The cause of the resistance was unknown. A continuous saline flush was administered and maintained as indicated in the IFU and it was noted that sustained reflux seems to have been fine.